Event description:
Same case MFR#: 2134265-2010-00673. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal and mid left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated five times to 18atms for 10 seconds. The physician attempted to place a 3.50x12mm taxus liberte stent, but couldn't cross the lesion. Upon removal the stent was found 'ruined'. Then the physician attempted to place a 3.00x12mm taxus liberte stent, but was unable to cross. Upon removal the stent was found 'ruined'. The procedure was completed with another 3x8mm taxus liberte. No pt complications were reported. Pt status reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).